Event description:
It was reported that during an additional post-procedure visit the pt had experienced a slight left eyelid droop with a left lip droop. The start date was reported in 2005 and the stop date was unk. It is unk if the conditon was pre-existing and if it was product related. A CT scan of the head was performed and the results were negative. The event did not result in new hospitalization; however, the pt's outcome is unchanged. No additional pt effect was reported.

Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke.

Event description:
Guidant's medical experts adjudicated the outcome of this pt event. It was determined that this pt experienced a stroke.